Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ats45 device was received with the clamping mechanism damaged. A tr45w cartridge was loaded in the device and was unfired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. While no conclusion could be reached on what caused the clamping mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device was fired and then could not be removed from the vessel. The user cut around the vessel. A competitor device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.